Event description:
Patient reported that during prime, piston rod emptied all insulin into cartridge compartment. Patient indicated that she dried cartridge compartment and device appeared to work. Patient indicated that later that day, device emptied another cartridge into the cartridge compartment. Patient didnot report any physiological effects.